Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1609 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redp1609) have been reported from the same facility.

Event description:
It was reported that the button on the accucath needle is not retracting. It was stated that it happened to facilities ed doc 3 times, hcp pulled one out and tried one and it did not retract. No other information provided. It was stated that three accucath needles were not retracting. This report addresses the second device.